Manufacturer narrative:
(B)(4). Date sent: 04/17/2025 d4: batch #216d82. Investigation summary: visual analysis of the returned sample determined that ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected. The condition of the knife advanced noted on the device, should be noted that when using the reverse button ensure that the knife is fully back in its home position, if the knife remains advanced the device jaws would not open. One gst45g reload was loaded in the device and a second gst45g reload (b) was received inside a plastic bag along with their opened packaging. Both reloads were received unfired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 216d82, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/26/25. D4: batch #unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec60a with lot number 270d79; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy procedure, it was observed that the device was blocked when trying to cut and opening when placed at the coecum-appendix juncture. Loops were used and no other device was opened. There was a delay of 15 minutes to complete the procedure. There was no patient consequence reported. Additional information requested.